Manufacturer narrative:
The insulin pump was received with blank display due to battery tube loose connector. Unable to verify frozen screen and button keypad unresponsive due to blank display noted. However, unit inspect button keypad assembl, no corroded keypad found. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 378 mg/dl. Troubleshooting was performed. The device was returned for analysis.